Event description:
Information was received from a consumer regarding a patient receiving dilaudid at 0.0801 mg/day via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that "they had to change the pain pump out because it malfunctioned and wasn't giving the medication into the catheter for at least 3 months". The hcp (healthcare professional) put the medication in the pump but it wasn't coming out. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.